Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
This c1 was purchased by air water inc. In (B)(6) 2020 and installed in a hospital. However, the hospital complained that the amount of ventilation per cycle was too high. It was about 550ml against a setting of 500ml. It did not improve even after replacing the breathing circuit, exhalation valve cover and membrane, calibrating the flow sensor and performing leak tests.